Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for inform system 2. Please see medwatch with patient identifier (B)(6) for report on inform system 1.

Event description:
Caller reported patient blood glucose results of 44 mg/dl on inform system 1, 79 mg/dl on inform system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Event description:
The customer reported a button error alarm followed by a blank display. Troubleshooting was performed, and the buttons had not been pressed for three minutes or longer. Advised that the insulin pump would be replaced. Nothing further was reported.